Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the pacing lead exhibited a pacing failure and high thresholds. The pacing lead dislodged, confirmed by x-ray. The pacing lead was revised and remains in use. No patient complications have been reported as a result of this event.